Manufacturer narrative:
(B)(4) bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by draw testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder blood splatter occurs when changing tubes. Patient impact was not reported. During the extraction process, when changing from one tube to another, drops are generated in the upper part of the tube that is being withdrawn, such as on the walls of holder (internally/inside) and np cannula / np sleeve.